Event description:
The ge oec 9800 fluoroscopy system intermittently would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective single board computer (sbc). The sbc was removed and replaced as well as the associated components as required. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.